Event description:
It was reported that a force sensor error was experienced. No patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a force sensor test error. Cracked on right plunger case and missing plunger case seal was identified during the physical inspection. Event log history was performed and indicated that no force sensor test error was recorded in history. However, check clutch error was identified during the event log history review. During analysis, the reported issue, which is force sensor test error, was unable to be duplicated. The check clutch error that was identified during the event log history also occurred during the analysis. Based on the evidence, the complaint was not confirmed for force sensor test error. Based on the evidence obtained during the analysis the check clutch error was duplicated. Service replaced the clutch halves and leadscrew that were found slipping and popping during occlusion test due to normal wear that caused the check clutch error and performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.